Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture baker grade iii and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, granuloma, silicone migration and rupture.

Event description:
Healthcare professional reported "bilateral punctate cutaneous and round calcifications ","bilateral punctate cutaneous and round calcifications ","identified the skin with minimal post-surgical changes" , "right implant with data of intra and extracapsular rupture with the presence of siliconomas. Axillary lymph nodes showing silicone infiltration" and "capsule with silicone infiltration in addition to silicone granulomas" for breast implant device on right side. The device remains implanted. Healthcare professional reported capsular contracture baker grade iii.